Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision total knee arthroplasty for osteolysis of medial femoral condole. Update 25/october/2018: as reported in how was issue noticed: patient complaint and confirmed by x-ray.